Manufacturer narrative:
Of the 174 allegations of a malfunction, 105 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to damage to the battery compartment or battery cap. During investigation for unrelated allegations, there was 1 instance of a power issue due to a loose component failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-79 years of age and between 30 and 348 pounds. Of the reported patients, 80 were male and 94 were female.

Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There was 1 instance of a power issue found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of power failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of power failure found during investigation. This report is processed under exemption number (B)(4) . This MDR report is part of the 227 pilot program.